Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: device was returned for analysis. A visual and tactile examination of the shaft identified severe kinking and stretching damage. The damage was noted beginning 5mm proximal the guidewire exit port and continued proximally along the shaft for 25mm. A microscopic examination of the shaft damage identified that the damage was so severe it extended right down into the inflation lumen. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the shaft that could have contributed to the complaint incident. A visual and tactile examination of the hypotube identified multiple kinks along the length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the hypotube that could have contributed to the complaint incident. The balloon was unfolded which indicates it had been subjected to positive pressure. In order to evaluate the deflate ability of the balloon the investigator first attempted to inflate the balloon. The investigator attached the device to an encore inflation unit filled with glycerol/h20 solution 08nov2017 10.48am and positive pressure was applied, however the balloon could not be inflated. The investigator attempted to inflate the balloon on three occasions, but the balloon could not be successfully inflated. The balloon could not be inflated due to the severe stretching and kinking damage noted on the shaft of the device. This damage was so severe it extended right down into the inflation lumen which prevented the balloon inflating during analysis. This shaft damage would also have affected the deflation ability of the balloon. A visual and microscopic examination of the balloon material identified no damage or any issues that could have contributed to the complaint incident. A visual and microscopic investigation noted no damage or any issues with the tip or markerbands of the device that could have contributed to the complaint incident. A visual and microscopic investigation noted no damage to any of the blades. All blades were present and fully bonded to the balloon material. No issues were noted that could have contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon had difficulty deflating. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. A 4.00mm x 1.5cm x 140cm small peripheral cutting balloon¿ was selected for use. During procedure, device was advanced to the target lesion and first dilatation was performed. However, it was noted that deflation was very slow and took about 3 minutes to fully deflate. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon had difficulty deflating. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. A 4.00mm x 1.5cm x 140cm small peripheral cutting balloon¿ was selected for use. During procedure, device was advanced to the target lesion and first dilatation was performed. However, it was noted that deflation was very slow and took about 3 minutes to fully deflate. The procedure was completed with this device. No patient complications were reported.